Event description:
Pump malfunction for ms3 pump serial number (B)(4) and hospitalization for flu on (B)(6) 2017. Push rod would not move forward. No other information provided. Patient would not elaborate. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.